Event description:
Additional information received reported that the patient had a possible ruptured aneurysm. The patient went to the emergency room with abdominal pain. A CT with contrast showed no extravasation graft was intact the physician stated there was no apparent type 1 leak. The physician then stated that there appeared to be blood in the right side of abdomen. An angiogram was performed in the operating room and the physician was still unable to identify leak. The physician decided to reline the graft. No additional clinical sequelae were reported and the patient if fine.

Event description:
An aneurx stent graft system was implanted in the pt for the endovascular treatment of an abdominal aortic aneurysm and a common iliac artery. Aneurysm morphology was not reported. The iliac arteries were diseased all the way to the aortic bifurcation. Balloons from another MFR were used to dilate the iliac arteries prior to the implantation of the aneurx stent graft. It was reported that the stent graft was successfully implanted; however, a few hours later, the pt presented with abdominal pain and dropping blood pressure. A CT scan was performed, although bleeding was not recognized. The physician elected to perform an open exploration to further examine the abdomen. It was noted that the stent graft was intact, and there was no visible bleeding. The physician then put his finger under the stent graft and lifted it slightly, and consequently, blood was released from the middle sacral vessel. The bleeding was sewn closed and the exploratory procedure completed. The physician commented that ballooning with the other MFR's balloon may have ruptured the aortic bifurcation and that the sacral vessel continued to provide blood flow into the retroperitoneum cavity. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Open exploratory procedure. Eval: results: diseased iliac vessels, type ii endoleak from the middle sacral vessel; balloon. Conclusion: diseased iliac vessels, type ii endoleak from the middle sacral vessel; balloon.

Manufacturer narrative:
(B)(4).